Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the needle of sensor was stayed in the body. Customer stated that they had to pull it out and they inserted a new sensor and then it displayed very strange values and change sensor. Customer also reported that when they inserted first sensor there was lots of blood. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.